Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side exchange with no complaint against the device. Healthcare professional, later reported, "rupture". Device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported.

Event description:
Healthcare professional later reported "intact," "contracture," "double bubble deformity" and "calcification". Healthcare professional later reported "contracture: baker I". Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.